Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the pump emitted an alarm for "no injection". There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/21/2015 with the following findings: review of the black box history revealed loss of prime warnings due to low (non-zero) force. During testing, the pump performed the ez-prime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no loss of prime warnings occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The force sensor flex was intact with the pins seated appropriately in the connector. Investigation was unable to duplicate the alleged ¿alarm no injection¿ issue. (B)(4).